Manufacturer narrative:
Due diligence was executed for this event. The patient did not have any pre-existing conditions prior to the event. The patient demographics are unavailable. The physician was trained on the techniques of how to use the device. Supplemental report(s) will be filed as any information becomes available. The device has been returned for the issue of loose jaw and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed and no abnormalities. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The probe was grasped with two fingers to verify that the probe was not loose and was intact with the distal end. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Additionally a pad soaked with saline was used to test in conjunction with the device; unable to observe any errors as the device was activated. Moisture vapors were observed as the device was activated indicating device was working properly.

Event description:
As reported for this event, during the middle of a diagnostic laparoscopic hysterectomy procedure, the device failed and a probe damage error code was received. The surgeon noticed the jaw piece was loose when using the device. No device fragment fell into the patient. No patient injury or medical intervention occurred. There was no visual damage to the teflon pad or probe unit. There was no metal exposed on the device jaw. The procedure was completed with a five minute delay when switching out the device for another from a different lot. The physician is experienced in using this device. The generator settings were 3/2. The device was inspected prior to use. No abnormalities were observed. The connection points to the generator were inspected. It is unknown if the transducer cords or cords of any other medical device were bundled during use.